Manufacturer narrative:
Unit was received with currents in specification. No unexpected battery out limit. Unit was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, cracked reservoir tube lip, reservoir tube cracked, and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed battery out limit. The insulin pump was acting very erratic. Customer's blood glucose level was around 140 mg/dl and 160 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.